Event description:
Boston scientific received information that this pacemaker was observed to have declared end of life (eol) several months prior to the patient's presentation for normal follow-up. It was stated that one year prior the device showed two years longevity remaining and no programming changes were made; it was noted that automatic capture was programmed on for the right ventricular (rv) pacing. The patient reported lethargy since approximately the time of eol declaration. Upon further review of the device it was noted that the patient was 98% rv paced despite the patient previously having a sinus driven rhythm. Suspecting premature battery depletion, the physician elected to explant and replace the device that day. During the revision, both the right atrial (ra) lead and rv lead measurements were stable and similar to the last daily measurements recorded to the device and prior testing. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.